Manufacturer narrative:
The immucor laboratory tested retention product on 21aug2017, which performed as expected. The immucor laboratory also tested some returned blood samples from the customer site on 21aug2017, which yielded expected positive outcomes. The customer site provided three (3) blood samples of the same patient to be tested (B)(6).

Event description:
On (B)(6)2017, a (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo instrument.